Event description:
It was reported that the patient had an unknown adverse event associated with an implanted mobi-c device and is unable to work. There was no further surgical or patient information provided.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. -part and lot identification are necessary for review of device history records, neither were provided. -device(s) is/are used for treatment. -insufficient information provided. Unable to perform a compatibility check. -complaint history review cannot be performed without product identification. -medical records were not provided. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient had an unknown adverse event associated with an implanted mobi-c device and is unable to work. There was no further surgical or patient information provided.